Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an intermittent audible alarm and an adverse event. The patient stated that on (B)(6) 2017 at approximately 4:30pm, they experienced a low event. It was indicated that the patient's continuous glucose monitor (cgm) was displaying 39 mg/dl. The patient's employer called the emergency medical technician (emt) and was transported to the hospital via ambulance. The patient was treated with intravenous (IV) therapy with glucose and given zofran. The patient was released from the hospital the same day. Additionally, the patient stated that they did not recall having any symptoms at the time of the low event and stated that they did not hear the alarm on the continuous glucose monitor (cgm). At the time of contact, the patient was doing fine. No additional patient or event information is available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver was charged and rebooted. A manual test was performed and speaker sounded. A functional test was performed and it passed. Performed receiver dropped tests for audio intermittent and it passed. The receiver case was opened for an internal visual inspection and it passed. The receiver log was downloaded and evaluated with no related errors observed. The speaker resistance was measured and registered within specification. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.